Event description:
It was reported that balloon rupture occurred. The target lesion was severely calcified in the superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The dilation on the severe lesion led to its burst. The device was removed without any problem and replaced for a different model to complete the procedure. No complications reported, and patient status was good.